Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient lost therapeutic benefit. The caller mentioned that the patient recently traveled by airplane and the airport insisted on scanning the patient with a wand. The caller mentioned ever since then the patient doesn't feel the therapy is working properly. The agent walked the caller through connecting the handset and communicator to the implanted neurostimulators. The caller confirmed they were able to successfully connect and increase the stimulation to a level where the patient felt a comfortable tingling down their butt cheek. The patient was redirected to their healthcare provider to further address the issue if the issue persists.